Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
A philips repair technician reported that the battery board was not making good contact. There was no reported pt involvement.